Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during surgery. No adverse events have been reported as a result of the malfunction. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device confirmed that a section of the frame had fractured away and was not returned. Severe damage in the form of strike marks were observed on the surface of the frame. The material hardness was evaluated and was determined to be conforming to print specifications. The device exhibited wear and tear that was indicative of successful usage across its field life. Device history review (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.